Event description:
It was reported that the patient had several presyncopal episodes and monitor strips showed no pacing for several seconds at a time. The patient was in complete heart block with no ventricular escape at 30 bpm. The right ventricular (rv) lead had triggered a lead integrity alert, was oversensing and had high impedance. A fracture of the pace/sense portion of the rv lead was suspected as there were many non-sustained ventricular tachycardia (vt) episodes noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting conditions for non-sustained tachycardia (nst) and abnormal impedance. Interference/noise was noted. The entire lifetime count of ventricular- short interval counts (sic), 228, occurred since (B)(6) 2013. Oversensing was noted with 15 episodes of nst <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2013. High resistance/impedance was noted. The ventricular pace impedance rose to over 1000 ohm on (B)(6) 2013 and > 2000 ohm on (B)(6) 2013. (B)(4).